Event description:
After administering lantus to the patient, the vanishpoint insulin syringe was fully deployed while still in the patient but the insulin needle did not retract into the syringe as expected. Syringe was placed into the sharp's container. Patient was not aware of the issue, and no one was injured.